Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that experienced pain and inadequate stimulation despite a reprogramming attempt. It was also reported that the ipg was not holding a charge and took a significant amount of time to hold any charge when the device was able to. The patient underwent a revision procedure wherein the ipg was replaced with an MRI (magnetic resonance imaging) compatible and the patient was doing well postoperatively. The explanted ipg will not be returned per hospital policy.